Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.